Event description:
It was reported, that the customer attached a cassette to the pump during the pre-check. And a lock cassette alarm went off. The cassette was changed, but the alarm persisted. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition. Tamper seals were missing. The reported problem was not duplicated/verified (lock cassette alarm went off, was not found at power up). No fault was found. However, in the event history log, multiple high alarm displayed: cassette locked, but not latched was found. It was recommended, to replace the latched lock and latched lock flex sensor as a preventative measure. The root cause of the reported issue was undetermined. The product is beyond a year from manufacture date. And there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. G5: premarket (510k) number is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).